Event description:
Complainant alleged that during biomed testing, the device was unable to power on with battery power. Upon ac power, the device was intermittently unable to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.